Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose was 500 mg/dl. The customer had symptoms such as nausea. The customer was hospitalized due to diabetic ketoacidosis. The customer also had blood glucose readings of 150 mg/dl to 300 mg/dl. The customer treated with manual injections. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit.